Event description:
Same case as 2134265-2014-00461 and 2134265-2014-00489. It was reported that an automatic pullback failure occurred. The target lesion was located at the left anterior descending artery. Before the procedure the motor drive unit stopped to work. The procedure was completed with ptca. The patient's condition is excellent and there was no patient complication reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).